Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body separated from the twist clamp of a peritoneal dialysis (pd) transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available, however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected, and the reported condition could not be observed. Due to receiving only photos for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.